Event description:
It was reported that a denali polyaxial screw and two unknown screwdriver tips deformed intra-operatively. During the procedure, the surgeon noticed that the screw placed at s1 was short in length. He decided to change it for a longer one, but could not remove it because the screw was bent and the screwdrivers were rolled. The surgeon removed bone from the vertebra and mandrels were used to remove the screw. This report represents the first of two screwdrivers.

Manufacturer narrative:
Visual, functional, material, and dimensional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Investigation suggest that the screwdriver tip was damaged. Damage to the male hexalobe feature at the screwdriver tip can prevent proper engagement with a screw. However, as no devices were available for evaluation, the root cause could not be determined conclusively.

Event description:
It was reported that a denali polyaxial screw and two unknown screwdriver tips deformed intra-operatively. During the procedure, the surgeon noticed that the screw placed at s1 was short in length. He decided to change it for a longer one, but could not remove it because the screw was bent and the screwdrivers were rolled. The surgeon removed bone from the vertebra and mandrels were used to remove the screw. The event resulted in a 30 minute surgical delay. This report represents the first of two screwdrivers.